Event description:
It was reported that a pt had her "implanted device replaced" and that a company representative mentioned a "lead fracture". Pt indicated no known accident or incident related to this complaint. Mdt rep. Reported a lead replacement only.

Manufacturer narrative:
(B)(4).